Event description:
The customer received questionable ise indirect gen.2 results from cobas 8000 cobas ise module for several patient samples and qc material. One example was provided of an initial sodium result of 134 mmol/l with a repeat result of 140 mmol/l. The erroneous result was reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found an issue with the reference electrode and replaced the sodium and reference electrodes. He cleaned and flushed the waste vessel, waste drain tubing, and cleaned the mixing vessel and all dispense pipes. The system initialized without errors and qc was within range. The investigation did not identify a product problem. The cause of the event could not be determined.